Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endoscopic gastroenterostomy, during intestinal anastomosis, the thread of the suture broke. After the tail coil was loosened, the doctor fixed it with absorbable clips and then continued suturing. It was reported that a new suture was used without issue. It was noted that prior to use, the device had been opened or removed from the packaging for 5 minutes. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the thread of the suture broke. It was reported that a new suture was used without issue. It was noted that prior to use, the device had been opened or removed from the packaging for 5 minutes.